Manufacturer narrative:
Per tandem¿s user guide: ¿do not use any other insulin with your system other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the system.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. Customer's blood glucose (bg) was "high". However, the exact value was not provided. Reportedly, bg was addressed with a supply change and resuming insulin delivery. Customer used u-500 insulin and tandem's technical support educated customer on cartridge/insulin labeling. A new cartridge was loaded and the pump performed as intended.